Manufacturer narrative:
Initial reporter was not provided due to the (B)(6) privacy regulation. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during inspection this 980 ventilator circuit disconnect alarm did not sound. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator circuit disconnect alarm did not sound. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue. Due to a possible screen display gui I nternal parts alarm system and internal parts substrate or command system cpu failure, the graphical user interface (gui) assembly, gui cpu printed circuit board (pcb) and bd cpu pcb was replaced. Ventilator passed all test and calibrations per manufacturer speci fications at the time of service. One gui cpu pcb, bd cpu pcb, gui assembly were received for failure analysis. The ventilator powered up normally and no errors were recorded in the diagnostic logs. No fault found. The investigation found the device to function normally as expected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during inspection this 980 ventilator circuit disconnect alarm did not sound. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Correction to section h6 evaluation code conclusion. H3 device evaluation summary: update to initial summary medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator circuit disconnect alarm did not sound. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue. Due to a possible screen display gui internal parts alarm system and internal parts substrate or command system cpu failure, the graphical user interface (gui) assembly, gui cpu printed circuit board (pcb) and bd cpu pcb was replaced. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. The gui cpu pcb, bd cpu pcb, gui assembly were returned to medtronic for further analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. Further investigation into the reported event determined a plausibility of no audible alarm likely caused due to design issue. There is an internal investigation related to this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In a previous supplemental report, the CAPA number and reason for the remedial action failed to be included. This report is being submitted in order to provide that information as a correction in field h10. During a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction removal number in field h9 of 3500a form. Medtronic have initiated CAPA pr 576617 to address this gap. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during inspection this 980 ventilator circuit disconnect alarm did not sound. The ventilator was not in use on a patient at the time of the reported event.